Manufacturer narrative:
A2: age: 70, sex: male based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user states "he feels the adhesive along the sides of the packaging that seals the paper and plastic together is too strong. He said he never had trouble peeling them open in the past, he said now to get it to peel it open he has to pull much harder than he ever has; has to hold it with both thumbs on the vinyl and pull down the paper and the paper will tear down the middle sticking to the sides where adhesive is. He then has to grab a knife to be able to "score the paper away" to get the catheter out which could easily contaminate the catheter as he said he does not sanitize the knife prior and it does touch the water the catheter it sitting in." End user was advised to avoid using a catheter he feels could be contaminated prior to use.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production and sterilization process of the mentioned lot. One similar complaint was received for this lot. Complaint was submitted to complaint review board held on 29th of february 2024. (B)(4). Based on increased trend of received complaints was opened new CAPA#: 1832524 increased complaint trend related to the issue peelpack paper tearing unevenly when opening gentlecath glide. CAPA opened 20/feb/2024 and it is in investigation state. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.